Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged as the patient was getting out of bed. The lead was repositioned successfully. The patient tolerated the procedure well and was discharged the following day.